Event description:
A holter monitor using a digital flash card for memory was placed on a pt with one battery reversed in the recorder. The monitor failed to record and failed to erase the previous pt's EKG data. When the monitor was returned it was scanned, it appeared to have worked and was a very abnormal recording. The technologist noticed that the recording had the same abnormalities as a holter scanned on a different pt a week earlier. It was then determined that the data did belong to another pt. If this error had been undetected the pt could have been treated for an arrhythmia they did not have; the pt could even have been sent to surgery to have pacemaker implanted. The battery being reversed was the original mistake - but if the holter system made it automatic or easy to erase the memory card after scanning, this potential error would be much less likely to occur.